Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks, one for atrial fibrillation (af) with rapid ventricular response, and one for right ventricular (rv) lead noise. The patient also experienced atrial fibrillation (af). There was a lead integrity alert (lia) for elevated sensing integrity counter (sic), noise, and non-physiological signals. The device was turned off. The lead was capped and replaced and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.